Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device had motor rub and did not rotate. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse, and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was observed that the motor device was not working. During in-house engineering evaluation, it was observed that the device had no rotation. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.